Event description:
Boston scientific received information from the patient implanted with this implantable defibrillation lead that the lead dislodged approximately two weeks post implant. The patient was scheduled for an in clinic follow up. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that a revision procedure was performed approximately six months later. The rate/sense portion of the rv lead was surgically capped and a new rv rate/sense lead was successfully implanted. The shock portion of the chronic rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that during the pre-discharge check after this rv lead was implanted, increased threshold and decreased sensing measurements were noted. However, therapy remained available. No intervention was taken at that time. No adverse patient effects were reported. Our records currently indicate that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.